Manufacturer narrative:
Exemption number: e2010016. Jmss (manufacturer) is submitting the report on behalf of (B)(4) (importer). Jmss is reporting this case as MDR because of the blood loss (~100ml to 130ml) encountered by the patient and the patient was administered with nearly 100ml natural saline bolus as fluid replacement. Based on our reserve sample evaluation and device history record of the reported lot 160426321, there was no abnormality found. The products met the qa specifications prior releasing it to the market. There was no reported or detected malfunction on the needle itself. As per the design of the device, the needle cannot be retracted into the safety feature (blue wing) if the external lock is capped. External lock is uncapped only during retraction of the needle. Based on the clinic manager's feedback, the technician conducted a brief glance on the external lock before cannulation and could not recalled if there was any uncapped external lock. She only recalled that it was uncapped as the needle migrated into wing. Hence, there might be a possibility that the patient might have moved or might have accidentally uncapped the external lock causing the needle to retract inside the wing or the needle set or blood lines might have caught on something which caused the external lock to be uncapped accidentally and causing the needle to retract inside the wing. The following precautionary statement is stated in our instruction for use under clause 4, to caution user on the correct method of handling external lock "do not unlock the device prior to cannulation because it is difficult to lock back if it is not centered properly. Visual inspection of locking mechanism should be done prior to cannulation. Tug slightly on the tubing to ensure that the lock is engaged". Thus, no corrective action will be applicable as reported incident is not related to any malfunction of jmss product. From october 2013 to mar 2016, about (B)(4) sets were manufactured and distributed worldwide with no such defect occurred in the market. Thus, we believe that this incident might be a spot occurrence of accidental movement or end-user usage issue. Jmss will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers. We will continue to work with our customers to improve our products quality.

Event description:
Initial report: ms, (B)(6) and patient noted bleeding from vascular access site, noted needle clamp was open and needle was apparently engaging in safety devise. As ms, (B)(6) attempted to assess situation, needle became fully engaged in safety devise and patient bled from vascular access site. Additional information: specific to this incident, reporter stated that the technician alerted her that the clasp was undone and needle was moving into safety device. Post-incident the manager asked the technician if she had unlatched the clasp and re-latched and the technician said no*. *there was some internal learning curve issues as they transitioned to using sysloc mini approximately a year ago. During that period, some technicians gave feedback that since the 'bevel does not come aligned with wings' they have to unlatch and re-latch to rotate the needle or align the bevel for cannulation.